Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been returned for evaluation for the report of migrated into anterior chamber, inflammation, formation of paf, and cme; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. There is no report of intraoperative complication and no report of device failure. Possible root cause is that device malposition (including migration) is a known complication associated with device use. The product instructions for use (IFU) provides detailed instruction regarding device positioning intraoperatively, and specifies the need for postoperative gonioscopy to confirm device position. The IFU also provides instruction regarding when and how to reposition, trim, and/or explant the device.

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation., the device remains implanted. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that one month following a micro-stent implantation, the device has migrated into the anterior chamber, hitting the corneal endothelium. She feels she would need to reposition the device. She also reported the patient had significant amount of inflammation and formation of 'paf'. The patient also has cystoid macular edema. Additional information was requested.